Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an external drainage and monitoring system. It was reported that on (B)(6) 2025, the patient was transferred by wheelchair from the rehabilitation department with a diagnosis of "recovery stage of craniocerebral trauma and hydrocephalus," and had a gcs score of e4+v2+m5=11. On (B)(6) 2025, under sterile conditions, the physician performed "lumbar puncture and placement of external lumbar cisternal drainage." The drainage was unobstructed, the fluid was clear and transparent, and the device was properly secured. The white tube of the lumbar cisternal drainage device, at the junction with the hard tube, was wrapped with gauze and fixed to the patient¿s right abdomen. On (B)(6) 2025, the patient's family discovered that the white tube of the lumbar cisternal drainage device had broken and was leaking fluid, and immediately reported it to the doctor. The physician removed the lumbar cisternal drainage tube at the bedside. The white tube (non-connector part) of the lumbar cisternal drainage device fractured. The white catheter showed chapping and the break was irregular, not caused by sharp instrument injury or violent manual tearing. The tube could not be replaced (special material, spare parts not available). Ifthe fractured drainage tube was not removed, cerebrospinal fluid would continuously leak from the break, potentially causing excessive drainage of cerebrospinal fluid or retrograde infection.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.